Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: white particles, broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, missing shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening missing shell assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.